Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was inserted to the body and the sheath was peeled away and the rv lead would then not advance any further. The physician noted as they pulled out the rv lead, some resistance was noted. Prior to inserting the lead again, the helix was noted to be extended. The physician tried to retract the helix but after multiple rotations, the helix would not go all the way in. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the lead was returned stretched. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.